Manufacturer narrative:
Product event summary: the log files were returned and analyzed. A 2002 error message was received indicating that there was no r wave detected. In conclusion, the reported clinical issues of pulmonary edema and atrial fibrillation occurred during the procedure and cannot be assessed through device data analysis. There is no indication of a relation of the adverse event to the performance or malfunction of the product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that the patient when the patient went into atrial fibrillation, external defibrillation was used to perform synchronized cardioversion. The patient was shocked five times due to the inability to cardiovert. The patient was later diuresed and discharged. The patient's condition is reportedly improving.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following a completed pulsed field ablation (pfa) procedure, the patient experienced pulmonary edema 16 hours post-ablation. The procedure involved 40 pfa applications and was completed without immediate incident. However, multiple cardioversion attempts were necessary to restore sinus rhythm, requiring the use of two defibrillators with a total of 720j. The event led to an extended hospitalization and the patient remained admitted for two days post-ablation. No further patient complications have been reported as a result of this event.